Event description:
It was reported that the pt is experiencing pocket heating at his ipg site during charging. Also it was reported he is experiencing an increased charge burden. A replacement charger has been sent to the pt. The issue is being monitored.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.